Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue the technician in charge replaced the patient bridge to resolve the problem and returned the device to service. The most likely cause of the reported issue is rust which generates irregularities on the surface of the balls of the bearing. The corrosion of the bearing blocked the motor shaft not allowing the pump rotation. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
Livanova received a report that during preventive maintenance it was observed that the patient circuit 1 pump of a heater cooler 3t was blocked and error code was displayed. There was no patient involvement.